Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that for the past 3 days hasn't been able to urinate at all. Patient said that had surgery on april 13th for thyroid cancer and afterwards was full of urine and was put on a catheter with a bag until the next day and was still urinating. Patient spoke with healthcare provider today and was redirected to contact manufacturer for assistance. When asked, no changes to medications or to what patient normally eats or drinks. When asked, patient said that their last adjustment was about a year ago. Reviewed therapy information and general programming guidance. With instruction, patient connected to implant and increased the setting to a 1.8 however said it was too strong so decreased the setting by one tap. Patient will maintain stimulation level and will continue to track symptoms.